Manufacturer narrative:
Analysis of the extracted files did not confirm the reported event and shows that the device pairing was successful on (B)(6) 2024 and one transmission occurred. Analysis of the return device shows another behaviour, the home monitor status light is lighting orange, which mean that the device is out of order. Review on the extracted files permit to conclude that the reported issue is due to a lot of pending files (they were not sent to backoffice). The root-cause could not be clearly established however it could be related to an absence of network. This case is retained for trending purpose.

Event description:
Reportedly, first, the device model is kc981, but I couldn't select it from the registration list. On (B)(6) 2024, when I turned on the smart view monitor (s/n: (B)(6)), the transmission lamp flashed green, but when I pressed the transmission lamp, it flashed red and pairing was not possible. The episode was repeated even after rebooting. On (B)(6) 2024, after confirming that the remote setting of the device was on, pairing was attempted at the hospital, but the transmission lamp did not flash green and pairing was not possible. On (B)(6) 2024, pairing was attempted at the patient's home using the smart view monitor (s/n: (B)(6)). After pressing the reset button and confirming that the power lamp and transmission lamp were lit green, the transmission lamp was pressed, but the lighting status of the lamps did not change. When the transmission lamp was pressed again, the progress indicator lamp began to light up from left to right, but the transmission lamp flashed red and then went out, and only the power lamp was lit green, and pairing was not possible. The smart view monitor (s/n: (B)(6)) was replaced.

Event description:
Reportedly, first, the device model is kc981, but I couldn't select it from the registration list. On 2024-8-14, when I turned on the smart view monitor (s/n: (B)(6) ), the transmission lamp flashed green, but when I pressed the transmission lamp, it flashed red and pairing was not possible. The episode was repeated even after rebooting. On 2024-8-16, after confirming that the remote setting of the device was on, pairing was attempted at the hospital, but the transmission lamp did not flash green and pairing was not possible. On (B)(6) 2024, pairing was attempted at the patient's home using the smart view monitor (s/n: (B)(6) ). After pressing the reset button and confirming that the power lamp and transmission lamp were lit green, the transmission lamp was pressed, but the lighting status of the lamps did not change. When the transmission lamp was pressed again, the progress indicator lamp began to light up from left to right, but the transmission lamp flashed red and then went out, and only the power lamp was lit green, and pairing was not possible. The smart view monitor (s/n: (B)(6) ) was replaced.